Event description:
The physicist was doing portal dosemetry imrt qa during the therapist lunch break (no pt was on the couch) and noticed a strange "clicking" sound. He called biomed. Knowing the chain issues and the sound was when the gantry was rotating, he checked the chain and found the broken link. The chain failed approximately 18 - 20 links from the half link on one side of the chain, and 5 links on the other side of the chain. The gantry continued to move after the break of the chain until it hit the target position. The gantry chain has been adjusted in the past. Obi was extended and mv was at isocenter. The gantry was being rotated from the console area, an auto go command was issued and the gantry direction was going ccw (counter clock-wise). There was no pt injury.

Manufacturer narrative:
The root cause of the broken gantry chain is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.